Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed. The assignable cause was that the ail pcb (air in line printed circuit board) was out of calibration. The ail pcb has been recalibrated. Additional: a service history review revealed that this device was not previously serviced for the reported condition.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Event description:
During service by baxter, the colleague infusion pump was found to contain a malfunction of an 810:11 failure code. This event occurred during product evaluation. Service determined that this failure code occured during infusion, which caused an interruption during delivery. No additional information was available. The user interface module master software version is 5.09.90, categorized as remediated.